Event description:
The lma airway was inserted but an adequate airway seal could not be achieved. It was removed and replaced with another lma airway. A tear along the rim of the mask bowl was observed upon removal. There was no pt problem or injury.